Event description:
Medtronic received a report that axium coil size did not match the label. The patient was undergoing treatment for an unruptured, fusiform aneurysm located in the posterior communicating segment of the right internal carotid artery. The max diameter was 11.2mm, and the neck diameter was 5.6mm. The patient's blood flow was normal, and the vessel tortuosity was minimal. It was reported that the surgeon chose to use the coil to form a hoop. After filling the aneurysm, it was found that the diameter and length of the coil did not match the packaging. The hoop could not be formed, so it was removed from the patient. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. H3: product analysis of qc-10-30-3d, item:10,lotno:b240084 as found condition: the axium coil device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a dispenser coil and within an introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. No damages or irregularities were found with the axium pusher or implant coil. Testing/analysis: the axium implant coil od (outer diameter) was measured and found to be ~0.0122¿ which is within specification (specification: 0.01270¿ +.00100/-.00275). The implant coil length was measured to be ~121mm, which is not within specification (specification: 300mm ± 25mm). The implant coil was advanced out of the introducer sheath and found to be a helix coil and not a 3d coil. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿labeling error¿ was confirmed. An axium bare (qc-4-12-helix) was packaged and labeled as an axium bare (qc-10-30-3d). This is a known issue and a CAPA (pr 572119) was already initiated for this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.